Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2011. (B)(4) submitted for the adverse event which occurred on (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon note a concerning transition point associated with the expected location of the abdominal mesh near the umbilicus. At the umbilicus, she encountered several loops of small intestine which were noted to be densely adherent to one another, and adherent to the abdominal wall. There appeared to be at least one small bowel internal hernia. In total 100 cm of knotted small intestines were resected. The previously placed mesh was noted to be present at the abdominal wall near the umbilical. It was reported that the patient experienced severe pain, dense adhesions, bowel obstructions, constipation, diarrhea, loss of appetite, stress and anxiety. Other procedure is captured under separate file. No additional information was provided.